Event description:
It was reported that the customer had been experiencing high blood glucose levels. The customer also stated that there was sometimes blood at the insertion site. The customer's blood glucose was 70 mg/dl. Troubleshooting for the high blood glucose was done. The customer stated that he treated himself with a bolus. Upon checking the alarm history of the insulin pump, the customer found a no delivery alarm, threshold suspend alarm, low reservoir alarm and a low battery alert. The customer stated that the cannula was not occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised to monitor the insulin pump and change the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.